Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. The explanted leads will be returned.

Manufacturer narrative:
The returned scs-linear leads (sc-2218-50 sn (B)(6)) were analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 13478146.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. The explanted leads will be returned.